Event description:
It was reported that after completion of posterior lumbar interbody fusion (plif) surgery at l4-l5 using two cages, the post-op x-rays revealed that the first cage was placed at anterior of a vertebra. CT will be taken later on to confirm where the complaint cage is located. If necessary, a removal surgery will be performed. The incident did not affect the surgical time.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.